Event description:
Customer called about this x-ray systems stating the unit failed during an intervention.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.